Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (performa system), is related to case with patient identifier (B)(6) (guide system). This active system is not sold in the united states and it is not like or similar to a product marketed in the united states. This case is not reportable for the active system.

Event description:
It was reported the patient received the following results within 15 minutes: 62 mg/dl (performa meter), 93 mg/dl (performa meter), 53 mg/dl (guide meter), 84 mg/dl (guide meter), 38 mg/dl (active meter), and 55 mg/dl (active meter).